Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced with a new one, thereby restoring effective therapy.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to weight loss and as such surgical intervention may be pending to address the issue.